Event description:
The consumer reports that he had cataract removal and crystalens implant in the right eye. The pt indicated on his two month post-operative office visit that he only sees a little better and his eyes don't feel well. The surgeon advised him to continue the eye drops for 2 more weeks. Pt reports that as of (B)(6), 2011, he feels no improvement; pt also reports that his eyes feel dry/burn and straining and he sees more spots or shadows than before the procedure. Add'l info has been requested but has not been rec'd. Please reference MDR#: 2031924-2011-00100.

Manufacturer narrative:
The iol is implanted, therefore, it is not available for eval. In addition, the serial number or lot number of the iol were not provided. Therefore, a device history record review could not be performed.